Event description:
A (B) (6) female consumer applied 1 bengay moist heat therapy (no active ingredient). On (B) (6) 2008 (indication unspecified) and had no problems. She applied the patch again on (B) (6) 2008, and did not leave it on for 8 hours. After she removed the patch on (B) (6) 2008, she had a second degree burn with slight itchiness and white and red blisters. She saw a physical therapist (date unspecified) and was advised not to touch or try to treat the effected area. Product use was discontinued on (B) (6) 2008. As of (B) (6) 2008, the outcome of the events was reported as not resolved.

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.